Event description:
It was reported to MFR, by co sales rep for the facility. In 2006, a resident was being transferred from her chair to her bed via the hoyer lift with the assistance of 2 c.n.a.s. During the transfer, the resident stretched out her body and slipped backward out of the hoyer sling landing on the floor. Resident was taken to the ER, there were no serious injuries to the resident. CT scan of her head was negative as well as x-rays of her neck and ankle. After eval, no further medical attention was necessary, she was returned to the facility. The c-hla lift has been modified from our coat hanger - two point cradle to our four - point cradle. It is a hoyer retrofit kit, red boom and black 4-point cradle. Facility claims the sling is missing some type of head support insert. As described "missing head support inserts" it sounds as though the facility could have removed the nylon inserts (perhaps for washing) and forgot to return them into the sling. Facility stated they would be ordering a new sling. Pt is weight appropriate for the lift and sling per facility.